Event description:
It was reported that the customer was hospitalized. The customer's physician stated that a bolus of four units of insulin did not deliver and the insulin pump failed to give a no delivery alarm. The customer's physician then stated that another attempt to bolus 15 units of insulin was made but only a few drops of insulin delivered. The customer's physician also mentioned that the reservoir and infusion set was changed several times. The customer's physician further stated that she does not trust the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.